Event description:
During a coronary artery drug eluting stenting procedure, there was stent damage and stent embolization. The target lesion was located in a moderately tortuous, moderately calcified, 80% stenosed segment of the right coronary artery (rca). An "ecr" guide catheter was used. The physician predilated the lesion using a 2.5mm maverick balloon, unk length. The physician then nattempted to cross the lesion using a 3.0x32mm taxus express2 drug eluting stent. It was reported that the "stent would not come into the guide catheter due to flared proximal struts." The whole system wsa then pulled back to the sheath. When pulling back into the sheath, the stent stripped off the balloon and lodged in the profunda. A gooseneck type snare was used to retrieve the stent and after 30 minutes, the stent was retrieved. There were no pt complications during this event; however, the procedure was not completed. The physician planned to bring the pt back the next day to complete the case.

Manufacturer narrative:
The device has been erceived at the investigation site, however, the analysis has not been completed as of this date.